Manufacturer narrative:
Device manufacture date: november 16, 2015 ¿ november 18, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a large volume folfusor. The device was filled with tazociline. There was no patient injury or medical intervention associated with this event. No additional information is available.